Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported a "speaker malfunction". The device was not used for monitoring at the time of the alleged malfunction.